Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic operating footswitch displayed an advisory code due to which the cataract surgery was aborted and completed on the next day with the secondary procedure. There was no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming footswitch was replaced to resolve the issue. The system was tested and found to meet product specifications. However, the footswitch was not returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to a nonconforming footswitch. However, how the footswitch became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).